Event description:
The tablet data for the generator was received and reviewed by the manufacturer. Based on the data, the vns did not appear to be depleting prematurely.

Event description:
It was reported that the patient underwent vns generator replacement surgery. The explanted generator has not been received by the manufacturer to date.

Event description:
It was reported that the patient was referred for vns replacement surgery due to battery depletion. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The device was found to have been manufactured using the laser routing process. No relevant surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
Follow up with the company representative during product return attempts revealed that the facility destroyed the explanted device.